Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-59-improper storage conditions. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is 85-110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of hi and hi using true metrix air meter. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 : hi mg/dl date: (B)(6) 2017 time:7:48am not fasting, result 2 : hi mg/dl date: (B)(6) 2017 time:7:46 am not fasting, result 3 : 47 mg/dl date: (B)(6) 2017 time:7:41am not fasting, result 4 : hi mg/dl date: (B)(6) 2017 time:7:21am not fasting, result 5 : 111 mg/dl date: (B)(6) 2017 time:7:20am not fasting. (B)(6) (wife) calling on behalf of (B)(6) (husband) and states the meter is reading hi customer states the meter read hi not fasting and within 15 minutes read hi not fasting on meter. Control solution test level 1 read 47mg/dl and range was 24mg/dl to 54 mg/dl. Strips were exposed power outage for 8 days (B)(6) 2017 customer states meter is reading hi and states his normal fasting range is 85mg/dl-110mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia. Customer did state medications recently changed of glipizide and lantus. Customer was advised the hi can indicate meter is reading above 600 mg/dl. Customer was advised to seek medical attention. Strips were exposed power outage for 8 days (B)(6) 2017 .